Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for foreign objects in auxiliary water channel could not be identified. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the auxiliary jet channel. There was no patient involvement.